Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient experienced infection at the percutaneous endoscopic gastro jejunostomy (pegj) tube site and gastric juice coming from peg j tube. Patient was admitted to the hospital from (B)(6) 2016 and was treated with antibiotics amoxicillin and fluconazole. During the hospital stay the patient was found to have air in the abdominal cavity. On (B)(6) 2016, the peg j tube was removed due to the bumper migrating to the outside of the stomach.